Manufacturer narrative:
The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, and qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The reporter's product was requested for investigation. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient tested with coaguchek xs pro meter serial number (B)(4). The reporter also mentioned they have received higher proficiency survey results from the meter when compared to devices at other sites. The reporter also mentioned they received high results for other patients using this meter, but no details were provided. At 3 p.m., a sample from the patient was tested using the meter, resulting with a value of 3.5 inr. At the same time, a venous sample collected from the patient was tested in the laboratory using the neoplastin method, resulting with a value of 2.3 inr. The patient's therapeutic range is 2.0 - 3.0 inr.